Event description:
Rn reports curlin (B)(4) 6000 cms pump infused all of cerezyme medication. Serial # (B)(4), exp date: 08/08/2018. The pump read 17 ml remaining and the IV bag was empty. Pt received all of cerezyme infusion at appropriate rate. No side effects from pump malfunction. Pt did not state if the MFR could contact the pt. Dose or amount: 4800 units, frequency: every 2 weeks, route: IV. Dates of use: from (B)(6) 2017 to ongoing, diagnosis or reason for use: e75.22 gaucher disease.